Event description:
Pt came to the optometrist complaining of red eyes while wearing soft contact lenses on and off for about 1 month. Optometrist advised pt to discontinue lens wear for 2 days, and use eye lubricants. Pt. Reported after the 2 days that her eyes felt better, however visual acuity was cloudy. Slit lamp exam showed severe epithelial staining both eyes, over the entire cornea with edema. Could not determine "k" readings due to the distortions both eyes. Best correctable visual acuity was 20/100 right eye and 20/200 left eye. Referred pt to an ophthalmologist. M.d. Diagnosed significant keratitis both eyes-deep strippling and staining of entire corneal surface. Areas staining with fluoroscein to numerous to count.